Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this event will be updated.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and the device was exlanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that the lead was fractured. It was also reported that the lead was repaired during device replacement approximately two years ago. During the recent revision procedure, the lead was tested on a pacing system analyzer (psa) and also noted high out of range pacing impedance measurements.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc) at maximum outputs. A lead fracture was suspected, however, was not confirmed. The device was programmed to right ventricular (rv) only therapy and the patient was given a holter monitor to evaluate the rhythm at a future in clinic follow up. No adverse patient effects were reported. This product remains implanted and in service.